Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2019-00200. It was reported the patient was experiencing ineffective stimulation. As a result the patient had their system explanted and replaced. Effective therapy has been restored.